Event description:
Additional information was provided that the induction testing was performed at the implant procedure, and the device remains programmed to a sensitivity of 1.0 v. It was reported that the patient had one inappropriate shock and the pauses in pacing.

Event description:
Additional information was provided that the physician turned off tachycardia therapy due to the noise. No lead revision is planned at this time. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, which was oversensed and resulted in greater than 2 seconds of pacing inhibition for this pacemaker dependant patient as well as an inappropriate shock due to the noise. It was noted that the noise could be reproduced at a sensitivity setting of 0.6 mv, but not at 1.0 mv. It was noted that the physician would follow up with the patient in one month. Technical services (ts) reviewed the episodes and noted very fine noise on the rv and shock channels. Ts also reviewed past alerts for low intrinsic amplitude measuremens; however, presently the lead measurements were noted to be within normal limits. Ts discussed the need to evaluate the amplitude of the ventricular fibrillation (vf) waves to make sure not to undersense vf at a sensitivity of 1.0 mv. It was noted that there was an induction performed.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.